Event description:
Reference importer # (B)(4).

Manufacturer narrative:
The device was received by resmed germany and it is currently being returned to the manufacturing facility located in sydney australia for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).